Event description:
Complainant alleged that during a routine shift check by clinician, the device displayed "defib fault 72", "defib fault 80," "defib fault 190," and "defib fault 111" messages. Complainaint indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the prod, and will be providing a follow-up report when our investigation is completed.